Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) experienced an impedance increase one day post implant. A follow up check performed one week later showed the impedance value had returned to the value noted at implant. The leadless implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.